Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of focus ring, water tightness was lost, poor water-tightness of camera unit, corrosion on coupler unit and cover board unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The moisture in the lens was due to poor water-tightness of the focus ring. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had moisture inside the lens. The issue occurred during set up. There were no reports of patient involvement.